Event description:
It was reported that there was no stimulation sensation post-operatively following a device replacement. Electrodes 0-3 were programmed and impedances ranged from 2200-5500 with 0 as a reference. It was unknown if a conductive solution was used to irrigate the device in the operating room. It was reported that the device was going to be reprogrammed and they were going to turn it off until the following day and try again. It was noted that if the issue was due to conductive fluid it would absorb and the device should be able to get stimulation the next day. Six days later it was reported that the patient hadn't used stimulation in over three years, and the patient just had the device replaced. It was noted that current impedance measurements were slightly elevated. Two days later, it was reported that an x-ray had been ordered and no malfunctions had been seen. There was no change to the patient's therapy. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical devices: product ID: 748925, serial#: (B)(4), implanted: (B)(6) 2004, product type: extension; product ID: 7434a, serial#: (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID: 3888-33, lot#: j0444112v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was scheduled to have his system revised on (B)(6)-2013. The x-rays taken 'looked fine'. No further information was provided.

Event description:
Additional information indicated that the patient was scheduled for a revision procedure the next day in relation to the absence of stimulation sensation. It was stated that during the implantable neurostimulator (ins) replacement, an adaptor was introduced. Impedances had been normal at that time and were still normal. Healthcare professional (hcp) would be doing exploratory procedure the next day. More than one week later it was stated that the procedure did not happen and that the patient was being rescheduled.

Event description:
Follow up information received reported that the patient was scheduled to have the revision surgery on (B)(6) 2013. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient was successfully revised on (B)(6) 2013. His lead was removed and two new leads were implanted. Following the procedure the patient was receiving very good stimulation and pain relief.